Event description:
It was reported that during a gastric bypass procedure, while using green reload, it jammed on the 2nd firing across the stomach. Case completed with another device of the same product code. No patient consequence.